Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco lobectomy procedure, on the fourth firing, when resecting the pulmonary parenchyma, the surgeon press the green button and the indicator flashed. Then they pressed the firing button, but the reload moves slightly and firing did not go ahead. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.